Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 400 mg/dl. The customer stated their high blood glucose was from a no delivery alarm they had for the last hour. The customer stated their reservoir was half full. Customer declined to troubleshoot for the no delivery alarm. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.